Event description:
It was not possible to deliver/deploy the stent. The physician retracted the whole system. After the system was removed it was noticed that the inner shaft was separated. The entire system was removed without incident or medical/surgical intervention and nothing remains in the pt.